Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level near the time of the incident was 119 mg/dl. Customer also reported that the device had a battery out limit after a battery change. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.